Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
'During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed ground bond testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite) which included functional and electrical testing of the device. The device passed all functional testing. The rite ground bond test failed; however, upon further testing, it was determined that the actual ground resistance was within specifications. This is a false positive rite failure and the cause is likely due to the testing setup and/or operator error. There was no device malfunction and no failure to meet specification related to ground bond testing. Should additional relevant information become available, a supplemental report will be submitted.